Event description:
Baby on bunnel jet vent. Vent stopped working, noticed immediately. Baby taken off vent and bagged. The jet had an led readout "ventilator fault" as well as "06" displayed. Baby put on another bunnell jet ventilator with no adverse outcome. Clinical engineering is working directly with bunnell to isolate problem. The ventilator has been shipped back to bunnell for analysis. Anticipate mid december report.